Manufacturer narrative:
(B)(4). Evaluation in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was excessive grease in the sternal saw flexible drive cable after repair was done. They autoclaved the saw cable several times and it still has grease coming out. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) performed a functional test and observed that the device operated as intended. The drive cable was inspected and the inner core was not found to be overly lubricated as reported. The cable inner core was cleaned and lubricated. The cable completed verification/release testing and operated to the manufacturer's specifications. The instructions for use (IFU) and service procedure do not quantify the amount of silicone lubricant to be used when servicing the flex drive cable during preventive maintenance (pm). Review of the risk documentation finds that quantity of lubrication (too little or excessive) can effect the ability to the cable to provide adequate torque and over heat. The service manager was informed by the investigator. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.